Event description:
The programmer was returned for service due to session sync from disc drive not loading. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer comment; however, it was found that during the routine power-up & assessment the hard disk drive locked up and would not load the software. Between the performance of the device and any injury that may have occurred.